Manufacturer narrative:
E1: exceeded character limit. The full name is: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had frequent errors of incomplete seal. The issue occurred during a therapeutic open liver resection. The procedure was completed using an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: when the activation button was pressed, radio frequency (rf) energy was output. The seal was completed without any errors or messages being displayed. No device problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.